Event description:
It was reported that this left ventricular (lv) lead was capped due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).